Event description:
The user complained about sudden speech understanding and sound quality decrease. Re-implantation is a considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user complained about sudden speech understanding and sound quality decrease. The user has been re-implanted.

Event description:
The user complained about sudden speech understanding and sound quality decrease. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.